Event description:
Located in the #12 area for a three unit bridge attached to a natural crown with a stress breaker. The pt stated that the bridge snapped. Not sure if this happened while eating or not. The pt came in the office with the bridge in hand.